Event description:
Initial report text: it has been reported that the footswitch did not work, and then the system restarted by itself. The system was in clinical use. No harm was reported. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that system pedal did not work. After reviewing log file, it confirms the reported problem. Upon functional analysis fse found fse found due to software hang-up, system was unresponsive, when customer trying to release x-rays. Fse restored the electrical supply and started the system, after repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.